Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Available evidence from the field indicates the high impedance (hi) error code and high, out-of-range shock impedance measurements were caused by a fractured electrode.

Event description:
It was reported that the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a high impedance (hi) error code. Device data was reviewed and confirmed high, out-of-range shock impedance measurements were stored. X-rays were performed and a break in the electrode was visualized at the level of the xiphoid. The physician turned therapy off in the device and the patient was scheduled for a lead revision in the following days. No adverse patient effects were reported. It was later reported that the patient declined to have the electrode explanted as they did not want general anesthesia. Instead, the s-ICD device will be explanted, the electrode will be abandoned, and a new transvenous ICD system will be implanted. The field representative confirmed the procedures were performed as planned; the explanted s-ICD device was not to be returned for analysis. The electrode remains abandoned in the patient, and a non-boston scientific tvicd system was implanted. No additional adverse patient effects were reported.